Event description:
The clinic reported that the vitrectomy function on the phaco machine was not working. No pt injury reported.

Manufacturer narrative:
The amo field service engineer examined the phaco equipment at the customer location and found the vitrectomy mode to pass all tests. No issues were found that related to the vitrectomy not functioning. The phaco driver board was replaced for unrelated power issues.